Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet with a g7 cgm and a cd infusion set placed on the buttock, with pump readings showing high and a confirmatory fingerstick of approximately 400 mg/dl for an extended period despite successful supply changes, tubing and cannula fills, correct weight settings, no leak or bubble observations of note, and attempted correction via meal announcements; the medical device problem and component could not be specified due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information to identify a device problem or component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.